Manufacturer narrative:
This report is submitted on july 7, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to chronic pain and headaches with the device. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on august 2, 2021.